Event description:
Patient presented to ed with a clogged g-tube. Rn attempted to flush tube and the proximal port was easily flushed and upon inspection there wasn't any obstruction. The tube was pliable when compressed all the way to the skin insertion site. The nurse used the avanos dual ended cleaning brush 7mm size to first sweep the distal port and the used the other end of the brush several inches into the distal port without any resistance. Once the nurse pulled back the brush the brush wasn't attached. About 3cm of the brush was pulled off in the patient's feeding tube. There was no visualization of the missing piece in the distal port. Patient offers no complaints. Abdominal film completed. The patient went for g-tube replacement and there were no further issues.